Event description:
A catheter revision was planned; the reason was unspecified. At the revision, the physician chose to replace the device system due to an "unidentified system problem". The medication being delivered via the device system was not reported. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.